Event description:
It was reported that this pacemaker went into safety mode. The patient was hospitalized. The device was explanted and replaced. The device was disposed of and is not expected to be returned for analysis. No additional adverse patient effects were reported.